Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions.

Event description:
The user facility reported that the physician was treating a coronary cto (chronic total occlusion) via bilateral femoral access. Two angio-seals from the same lot were used and one never deployed its footplate. The physician inspected it upon removal to ensure nothing had broken off or was left in the artery, and he confirmed that the footplate was still housed within the deployment tube and it had never been delivered. Manual pressure was then held. It was reported that there was no injury to the patient and there was no blood loss. Patient condition was reported to be satisfactory.

Manufacturer narrative:
The initial reported stated that the device was available for return, however, the device now has become unavailable. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, the reported event has been known to be caused by user error, kinks in the carrier tube assembly, and obstructions to the anchor posting to the distal tip of the hemostatic sheath. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.